Event description:
During a (B)(6) 2012 revision of a previous surgery, the surgeon extended the construct at l2-l3-l4 to also include l5-s1. The surgeon removed 6 locking caps and 2 rods, placed additional screws at l5 and s1, added longer rods, and replaced the locking caps with new ones. This report is #14 of 14 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.